Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise and blisters under the lifevest equipment. Patient described the area as bruises and blisters on their front right side under their breast due to the lv. There was no alleged device malfunction contributing to the irritation. The patient¿s rn wrapped the sore in a bandage and added hydrophilic paste for the skin irritation. Follow up indicated that the skin irritation improved.